Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the thin film transistor lcd module was replaced. The device was recertified and returned to the customer. The thin film transistor lcd module was returned to zoll medical corporation for evaluation. The malfunction was duplicated and attributed to the tft/lcd module. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's screen turned completely white. Complainant did not indicate that there was any patient involvement in the reported malfunction.